Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip would not open. The procedure was completed with another of the same device without any complications. Patient is "good".

Manufacturer narrative:
The suspect device is not available. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.